Event description:
The customer contact reported the pt received less medication than intended. At an unspecified time, the device was programmed to deliver 5fu (fluorouracil) 2940mg/336ml, at a rate of 2ml/hr, for a duration of 168 hrs, and the delivery was started. No further programming parameters were provided. After an unspecified length of time in use when the delivery was completed, the customer contact reported the device display indicated 334ml had been delivered; however, an estimated 100ml remained in the container. The device was removed from clinical svc. Therapy was resumed using a replacement device. No medical interventions were required . The customer contact reported there was no change in the pt status and no reported delay of therapy critical to this pt. Though requested, no additional info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 19.50ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- 1ml (+/- 5%). Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the MFR facility. A review of the history indicated on (B)(6) 2010 at 0914, the device was programmed for continuous delivery in ml, at a rate of 2ml, with a vtbi (volume to be infused) of 336ml, no kvo rate, a 350ml container size, and a 2 ml air sensitivity. The device continued in use as programmed from (B)(6) 2010, with a new container indicated every 7 days. On (B)(6) 2010 at 1458, a new container was indicated and delivery was started. There was a new date stamp indicated on (B)(6) at 0000. At 1440, the delivery was stopped and the device is powered off. A review of the history indicated the device delivered as programmed. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).